Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) reimplanted. It was noted that it was a difficult insertion and that there was scarring. A new device consisting of a 6.0 cm cuff, pump and balloon were implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) reimplanted. It was noted that it was a difficult insertion and that there was scarring. A new device consisting of a 6.0 cm cuff, pump and balloon were implanted. It was further reported that the scarring was from healing from previous aus. The scarring was noted to have nothing to do with the device. The dissection around the back of the urethra is very frail and thus the reason the physician used a trans-corporal approach. The scarring was located on the bulbous urethral plane and surrounding tissue.